Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of a 6.0 cm diameter thoracic aortic aneurysm. It was reported that the patient presented emergently. The physician determined that the patient had a type 1a and 1b endoleaks with a pulsatile mass in their posterior left chest. A 36x36x200 proximal free flo valiant captivia was inserted into the patient and the device would not advance. The valiant captivia the graft cover became twisted and had pushed back from the tapered tip. The valiant captivia device was removed from the patient. Another valiant captivia was then implanted with little difficulty to the level of the left subclavian artery (lsa). The next valiant captivia was placed distal at the level of the celiac trunk. Upon final angiogram the type 1a and 1b endoleaks had resolved. The physician stated that the cause of the twisting, graft cover separation, and inability to advance were caused by patient anatomy. The physician also stated that the type 1a, and type 1b endoleaks were due to continued disease progression. No additional clinical sequelae were reported and the patient is fine.